Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: burn on the patient. Probable root cause: inappropriate selection of power by user, wrong default setting, power output variation; console error; use error. (B)(4).

Event description:
It was reported that the patient's skin blistered and opened near the operating site.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient's skin blistered and opened near the operating site.